Manufacturer narrative:
This submission being send for additional information provided on 25aug2021; section d10: new concomitant product: was updated to include alnty s processing modu, 06p16-01; serial number: (B)(6).

Manufacturer narrative:
There was no further information provided by the customer for donors. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity s anti-hbc results on multiple donor specimens. The results provided were: there were no repeat results provided. On (B)(6) 2021, (B)(6). The alinity s processing module not in test of record before (B)(6) 2021. Those data provided (B)(6) 2020 for validation on alinity s processing module. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s anti-hbc reagent, list number (ln) 6p06-60, lots 15152be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The customer data review for alinity s anti-hbc reagent, lot number 15152be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at innovative blood resources (ibr), us whole blood (wb) peer sites and across all us customer sites. The specificity and reactive rate performance of lot 15152be00 at ibr is comparable to the performance at peer sites and within product requirements. Further, the overall irr, rrr and specificity of lots 15152be00 across all us customer sites are within product requirements. All data review indicating that the reagent performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s anti-hbc reagent, lot number 15152be00.

Event description:
The customer observed false repeat reactive alinity anti-hbc results on multiple donor specimens. There were no alternate method/confirmatory results provided. The customer provided the following summary of repeat reactive results across several months/reagent lots. No individual patient results were provided. (B)(6) 2021 repeat reactive=57. (B)(6) 2021 repeat reactive=56. (B)(6) 2021 repeat reactive=47. (B)(6) 2021 repeat reactive=47. (B)(6) 2021 repeat reactive=56. (B)(6) 2021 repeat reactive=42. No impact to patient management was reported.

Manufacturer narrative:
Section b5 was updated to remove the statement ¿the alinity s processing module not in test of record before (B)(6) 2021. Those data provided (B)(6) 2020 for validation on alinity s processing module.¿ and add a clarification to indicate that the customer only provided a summary of results and did not provide any individual patient results. Section g1 contact information was updated to reflect the current contact (B)(6).